Event description:
The complainant reported an 84 year old male patient presenting with post cardiotomy cardiogenic shock for impella support. After approximately 45 hours of support, the pump cable became disconnected while moving the patient which resulted in a pump stop. The pump was unable to be restarted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.